Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. As the customer had performed a supply change when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.